Event description:
It was reported that at interrogation impedances were >4000. Because, the device was working properly, the physician believed the high impedances were due to excess fibrosis. During explant, the lead broke and the distal portion of the lead remained in the body of the pt. A replacement lead was implanted. No pt injuries were reported.

Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(4) 2010).